Manufacturer narrative:
Patient's condition was well after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that charge time limit was reached. The device was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory. The device was tested on the bench and the hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.